Event description:
It was reported that when the patient was starting up the pump during the pre-use check, an alarm sounded with no message appeared on the screen. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that all labels were intact and there was no physical damage upon receipt. Error codes were found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown and could not be determined however, it is possible that the downstream occlusion sensor or cassette product was defective. Preventively replaced the downstream occlusion sensor and recalibrated the upstream occlusion sensor. A review of the manufacturing device history record DHR for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer reported problem were found during the review of service and repair records., corrected data: g5: correction: premarket 510k number: k982838.